Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 337 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. It was also reported that the pod's adhesive was causing a rash.

Manufacturer narrative:
The download data showed that an 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. The download data did not contain any timeouts or drive stalls that would indicate a struggle to deliver insulin. Inspection of the soft cannula did not find it bent, kinked, or damaged. The adhesive pad was fully attached to the returned device. No damages or defects were observed with the adhesive pad or the adhesive welds that would contribute to skin condition irritation. The exact cause of the reported adhesive issue could not be determined.